Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported on behalf of the customer an unintended downward gantry movement occurred when system was keyed off during system servicing. Reporter indicated there was no patient involvement.